Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred with multiple cartridges. There were no reported unusual altitude conditions preceding the alarms. Additionally, a cartridge alarm (cartridge alarm 5) occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.